Manufacturer narrative:
Returned of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.

Event description:
Device was removed because the "pump had malfunctioned". As reported to co, the pump and assembly kit component had been removed and replaced. The cylinder and reservoir component initially implanted were left inplace; catalog #'s: 9221k/9075k; serial #'s: 106867-106870/175798. 1/4/97 - upon receipt of the physician/surgeons operative report, it stated... "Preoperative diagnosis: failed inflatable penile prosthesis. Procedure: exam revealed that there was a disruption of the tubing to the reservoir on his left side. A scrotal incision was then made. The tubing between the pump and each of the cylinders was identified and these were noted to be secure, however, the tubing to the reservior was sheared off at the pump. The pump itself was removed. Cylinders were cycled. They both seemed to function fine without any evidence of leakage and it appeared to me that the only problem with the system was the sheared off tubing to the reservoir".